Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. The complainant reported that during impella placement, there were recurring problems with the red curve. The curve disappeared and a significant decrease in calculated flow of the pump was observed. It was reported that the calculated flow did not coordinate with the hemodynamic of the patient or echocardiogram. The issue was resolved by recalibration of the pump. No further information is available.